Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was currently at 2.56 volts and 40/90%. An estimated longevity was performed which was: 1. 2.8 volts/330 pulse width/55 hertz. Therapy impedances: 571 ohms 81 milliamps. 2 anodes and 2 cathodes. 2. 5 volts/270 pulse width/55 hertz. Therapy impedances: 854 ohms and 84 milliamps. 2 cathodes and 1 anode. 25 months from implant date. The manufacturer¿s representative (rep) reported that electrode 0/3 showed greater than 4 ,000 ohms, tested at default setting. The patient was not programmed with those contact pairs. The patient was getting good coverage with no issue with therapy. The rep. Did not know when the high impedances occurred. It was further reported that the patient having a replacement on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3587a, lot# la2916, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: extension. Product ID: 3998, lot# j0504287v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient's case was rescheduled to (B)(6). Following replacement the patient was doing well and receiving good stimulation.

Manufacturer narrative:
Concomitant products: product ID 7425, serial # (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator; product ID 3587a, lot # la2916, implanted: (B)(6) 2002, product type lead; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot # j0504287v, implanted: (B)(6) 2005, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).